Event description:
It was reported that the right ventricular (rv) lead experienced high thresholds and no capture at maximum outputs the same day of implant. The lead was revised and remains in use. No patient complications have been reported as a result of this event.